Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a protruded/loose drive support disk. The pump also had a cracked case at the display window corner, broken battery tube threads, a broken belt clip slot, and minor scratches on the display window.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was over 160 mg/dl. Customer was trying to change his infusion set. Customer stated that the insulin squirted out during the manual prime process. Customer stated that they are unable to exit the preparing to prime loop. Customer received a rewind message after the alarm. Customer also stated that the drive support cap was sticking out. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.